Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.6, lab: 4.7. Pt's therapeutic range is 2.0-3.0. Results done within minutes of each other.

Manufacturer narrative:
Investigation pending.